Event description:
The customer reported that the system shut down and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.